Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of therapy, while the hp was connected. The hp stated that they had already cycled the power on the hc device to clear the alarm and disconnected. During trouble shooting, nothing was found that could have caused or contributed to the alarm. The tsr explained the alarm to the reporter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.